Manufacturer narrative:
An outback elite 120cm re-entry chronic total occlusion (cto) catheter system broke near the needle. There was no reported patient injury. The lesion was very calcified. The needle would not come out, therefore another outback was used. The target lesion was the iliac artery. There was severe calcification. There was moderate tortuosity. There was a little vessel angulation. The device was being used to treat a chronic total occlusion (cto). The device was prepared as specified by the instructions for use (IFU). The specified ports were flushed. The ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation was verified outside of the patient. The catheter was held in a straight orientation, with no slack during preparation. The catheter was not coiled at any point prior to insertion. There was not any unusual force used during the procedure. The device was removed in one piece. The needle won¿t come out when engaged.the product was returned for analysis. One non-sterile outback elite 120cm re-entry catheter was returned coiled inside a plastic bag. Per visual analysis, the cannula was received fully retracted into the outback (not deployed). A kink and a tear were observed on body shaft at 2.4 cm from the distal tip of the unit. No other anomalies were observed. Per dimensional analysis the product was within specification. Per functional analysis the cannula could not be advanced and retracted via distal movement of the deployment slider. The cannula seemed to be impeded thus not allowing to be deployed. Per microscopic x-ray analysis the presence of the cannula was confirmed. The l marker indicator was inspected and no anomalies were found. Nevertheless, the cannula could not be deployed since it was observed stuck on the previously observed outer member torn area. Per sem analysis the torn area on the outer member of the unit presented evidence of elongations on the body material and braid wire separation. The braid wires separated areas presented evidence of smearing, stress lines and plastic deformation resulting in ductile dimples and thickness reduction. The previously mentioned material damages are commonly associated with separations cause by material tensile overload. Therefore, it is thought that the outer member material was induced to a tensile force that exceeded the braid wires and outer member material yield strength prior to the material separation. No other anomalies were noted during the sem analysis. A product history record (phr) review of lot 17771957 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿cannula/needle (outback only) deployment difficulty - unable to¿ and "catheter (body/shaft)-cto catheter-fractured -separated¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a chronic total occlusion, severe calcification, moderate tortuosity and a little vessel angulation) may have contributed to the event as evidenced by outer member torn area with evidence of elongations on the body material and braid wire separation noted on the outer surface during analysis. The braid wires separated areas presented evidence of smearing, stress lines and plastic deformation resulting in ductile dimples and thickness reduction. The previously mentioned material damages are commonly associated with separations cause by material tensile overload. Therefore, it is thought that the outer member material was induced to a tensile force that exceeded the braid wires and outer member material yield strength prior to the material separation. According to the safety information in the instructions for use ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an outback elite 120cm re-entry chronic total occlusion (cto) catheter system broke near the needle. There was no reported patient injury. The lesion was very calcified. The needle won¿t not come out, another outback was used. The target lesion was the iliac. There was severe calcification. There was moderate tortuosity. There was a little vessel angulation. The device was being used to treat chronic total occlusion (cto). The device was prepared as specified by the instructions for use (IFU). The specified ports were flushed. The ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation was verified outside of the patient. The catheter was held in a straight orientation, with no slack during preparation. The catheter was not coiled at any point prior to insertion. There was not any unusual force used during the procedure. The device was removed in one piece. The needle won¿t come out when engaged. Per product evaluation, the following findings were observed. Functional test was performed on the unit. The cannula could not be advanced and retracted via distal movement of the deployment slider. The cannula seemed to be impeded not allowing to be deployed. Therefore, a microscopic x-ray analysis was suggested to be carried out on the unit at the body to nose cone level to try to determine the cause of the impeded cannula. Per microscopic analysis, sem analysis showed that torn area on the outer member of the unit presented evidence of elongations on body material and braid wire separation. Also, braid wires separated areas presented evidence of smearing, stress lines and plastic deformation resulting in ductile dimples and thickness reduction. The previously mentioned material damages are commonly associated with separations cause by material tensile overload. Therefore, it is thought that the outer member material was induced to a tensile force that exceeded the braid wires and outer member material yield strength prior to the material separation. No other anomalies were noted during the sem analysis.